Event description:
A report was received that the patient is having trouble charging their ipg. An x ray taken showed that the ipg was not flat inside of the pocket. The patient underwent an ipg pocket revision. The patient is doing well.